Event description:
Breakage of the metal rings at 3 years post-operatively. Revision surgery performed.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.